Event description:
The customer reported experiencing high blood glucose of 600 mg/dl, and she has treated with manual injections. The customer had received na error alarms while attempting to do a manual prime. Advised the customer revert to back up plan. Instructed the customer to check her blood glucose again to ensure her glucose level is lowering, but she was feeling well. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.